Event description:
On (B)(6), 2009, the central processing department (c.p.d.) Received in e-mail from the (B)(6) and repair (mis) specialist. Attached were pictures he had taken of two kerrison rongeurs, he had disassembled which had copious amounts of bioburden and bone fragments in the slide area of the instruments. These pictures were immediately forwarded to the c.p.d. Supervisor, who forwarded it to c.p.d. Manager. Upon consulting with each other as well as (B)(6) specialist, it was decided to conduct in-house validation of our cleaning and decontamination process. Two kerrison rongeurs from our stock were randomly chosen and disassembled. It was discovered that they did in fact have bioburden in the same area as those found by mobile instrument service and repair. The kerrisons were reassembled (contaminated) and given to the decontamination technician, who performed our routine cleaning techniques. This consisted of soaking in a neutral ph enzymatic detergent solution for 15 minutes, brushing and running in the ultrasonic cleaner for a standard cycle (10 minutes). This meets or exceeds the manufacturer's cleaning instructions per the IFU. The instruments were disassembled for inspection. It was found that there was no significant reduction in bioburden. The kerrisons were the reassembled and subjected to a second, more rigorous round of decontamination. In addition to the repetition of the preceding process, the minimax steam cleaner system was also used. This device delivers a concentrated pulse of live steam at 92 psi (pressured steam flow). Inspection showed that there was still no significant reduction in bioburden. The instruments were disassembled and cleaned so all visible traces of bioburden were removed. All results were documented using digital photography. Dates of use: from 1960's to present. Diagnosis or reason for use: numerous spine, orthopedic; neurosurgical; ent surgeries.